Manufacturer narrative:
Device initially available for evaluation, but legal dept within the hospital is requesting the product be retained for the 2 year statuation for state retains of medical devices. No patient injury reported at time of this report. We are unable to determine the root cause due no product available for return. If the product becomes available, investigation into the root cause with resume. A CAPA will not be initiated for this event at this time. This information will be included in trending and future CAPA determinations.

Event description:
It was reported by the customer that the coiling on the endovent was coming through the distal tip. This was found after the md was struggling with placement of the device. The hospital reported no patient injury, but prolonged or time due to struggling with the device. The patient was discharged from the hospital in a timely fashion.

Manufacturer narrative:
Evaluation: the catheter was visually inspected and found the balloon lumen was coming through the distal tip of the catheter. The 2cc of colored water was injecting into balloon lumen and found that the water was leaking from the balloon lumen, instead of filling up the balloon, the balloon could not be inflated since the balloon lumen was dislodged from the balloon inflation notch. The colored water came out of the inflation lumen protruding from the tip of the cannula. A device history record review was performed and no non-routine non conformances were observed during the manufacture of this lot. The balloon inflation lumen is connected to the soft tip of the catheter. In the complaint received from the customer it is stated that ''the md was struggling with placement of the device.'' It is not known what forces were applied to the catheter at the time of the placement. The root cause of what caused the balloon inflation lumen to protrude out of the soft tip is not known. It is possible that the placement difficulty of the catheter may have caused the balloon lumen to snap from its attached location in the soft tip. The information will be included in trend data and future CAPA determinations. Trends will continue to be monitored on a daily basis and if further action is required, appropriate investigation will be performed.